Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had a high blood glucose level and insulin pump had no delivery alarm. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with the manual injection. The customer declined high blood glucose protocol, and no delivery troubleshooting, and stated that she will call back later to do troubleshooting. The insulin pump and infusion set will not be returned for analysis.